Event description:
Complainant alleged that while attempting to cardiovert a female pt, the device failed to capture the pt's heart rhythm. Complainant indicated that the pt subsequently expired; however, it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval, and this complaint is still under investigation.